Manufacturer narrative:
A ge service representative performed an onsite investigation. The 6a fuse was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an ad channel 8 error message. This error message will likely prevent the system from booting up. There is no report of patient injury.